Event description:
It was reported that while the patient normally felt stimulation up her spine, she was feeling stimulation in her buttocks. The patient tried to increase stimulation due to "problems with urination." The patient was having burning and itching in the "area." The patient indicated she started to have this problem on (B)(6) 2012 and was on medication for a urinary tract infection (uti). The patient was scheduled for another uti test today with another doctor's appointment in a month. The patient was taking amoxicillin 500 mg five times a day and two cranberry tablets three times a day for the last two days. The patient outcome is indeterminate at this time. Further information has been requested; a supplemental report will be submitted if additional information is received.

Event description:
Additional information received reported that the patient had two appointments on (B)(6) 2012 and (B)(6) 2012 and that the patient had two urinary tract infections (uti's). It was noted that the patient had an additional appointment with her physician or a manufacturer representative on (B)(6) 2012. Patient outcome was not reported. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID 3889-28, lot# v399340, serial# implanted: (B)(6) 2010, explanted: product type lead; product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).